Manufacturer narrative:
Additional information: DHR results and investigation conclusion - a review of the device history record for (B)(6) was performed from 04/03/2013 to 09/22/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that an error code alarmed on a system pc unit. There was no patient involvement reported.

Event description:
It was reported that an error code alarmed on a system pc unit. There was no patient involvement reported.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an error code alarmed on a system pc unit. There was no patient involvement reported.